Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory that the allegation against the power adapter was confirmed. The returned power brick measured zero volts and appears a liquid substance was spilled on the power brick causing corrosion on the blade adaptor¿s prongs in which induce failure. The steady green button at the back of the communicator indicates normal operation of the communicator.

Event description:
Boston scientific received information that the patient stated the power cord was burned at the electrical outlet. A boston scientific company representative verified that the patient was away and the communicator was plugged into an extension cord. The company representative then opted to replace the communicator and the power cord. The communicator was deactivated. No adverse patient effects were reported.